Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during bolus delivery. Customer stated that prior to motor error the insulin pump alarmed no delivery all day yesterday. Customer stated the no delivery alarm was resolved by a complete set change. Customer declined to return the infusion set and reservoir for analysis. No troubleshooting was done for no delivery however troubleshoot was done for motor error. Customer was able to complete the rewind sequence. Customer's blood glucose was 8.7mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.